Event description:
During a coronary drug eluting stent treatment procedure the shaft broke. While advancing a taxus express2 2.5x12m stent to an unknown lesion site the physician used extreme torque and the shaft broke. It was reported that everything was removed and the physician completed the case with another device. No patient complications were reported and the patient condition is listed as "ok."